Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging inaccurate results. On the subject meter compared to another meter; however, no results were provided for either device. This complaint is being reported because the results may not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.